Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbb1d4 ICD implanted: (B)(6) 2013; 6947m-62 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular lead had no capture. After the reprogrammed was performed, it was noted that the impedance had increased on the lead and the longevity estimation was shorter than expected. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary- left ventricular (lv) lead capture management indicates possible high threshold measurements over last week.